Manufacturer narrative:
Conclusion - the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: the daily basalrate was delivered. Boluses were programmed and delivered. The problem mentioned by the customer could not be reproduced.

Event description:
Patient reported experiencing unstable blood glucose values between 200 - 400 mg/dl. Patient's normal blood glucose range was not provided. Patient stated she wants a check of the delivery accurateness. On (B)(6) 2013 patient reported she thinks the infusion device has delivered inaccurate insulin (too low). Patient stated with the replacement infusion device her blood glucose level is perfect. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.